Event description:
(Related symptoms if any separated by commas). Blood were raised significantly [blood glucose increased]. Plunger would not press on his novopen echo [device malfunction]. No insulin dispensed [device failure]. Air shot not done correctly as advised therefore unsure if patient received any insulin [wrong technique in product usage process]. Since using the new vial his bloods are back in range [product quality issue]. Case description: this serious spontaneous regulatory authority case initially reported via (B)(6) was reported by a diabetes nurse specialist as "blood were raised significantly(blood glucose increased)" beginning on (B)(6) 2020, "plunger would not press on his novopen echo(device component malfunction)" with an unspecified onset date, "no insulin dispensed(device failure)" with an unspecified onset date, "air shot not done correctly as advised therefore unsure if patient received any insulin(wrong technique in product usage process)" with an unspecified onset date, "since using the new vial his bloods are back in range(product lot specific issue)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with tresiba penfill (insulin degludec) from unknown start date and ongoing for "type 1 diabetes mellitus" (dose description - regimen #1 is 21 units, regimen #2 is new cartridge but was from the same batch, regimen #3 is unk (new batch) ). Novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height: 159.5 cm, patient's weight: (B)(6) kg, weight has been rounded to a whole number due to esubmitter limitation with decimal. Patient's bmi: 15.644. Current condition: type 1 diabetes (since (B)(6) 2018). Concomitant products included - apidra (insulin glulisine), bd viva 4 mm needles (non-codeable). It was reported that patient's mother hadn't paid attention when doing an air shot so doesn't know if the previous dose had been given fully. Slightly increased blood glucose readings (values not reported) were observed. It did not need correcting with rapid acting insulin. On an unspecified date, when the pen was pushed to deliver insulin, insulin would not come out of needle and the plunger would not press on novopen echo. Patient tried a new needle but no effect. The cartridge was changed but was from the same batch, the same happened. Also swapped to another novopen but the plunger still got stuck and no insulin was dispensed. On (B)(6) 2020, the patient's blood glucose was raised significantly. At the time of the event blood glucose level was 16 mmol/l. Blood glucose value at 13:15 hours was within normal 4-7 mmol/l range. The most recent glycosylated haemoglobin hba1c around the time of event was 50 mmol/mol. On (B)(6) 2020, blood glucose value was within normal parameters (back to normal range <7) after using a new batch of cartridge. Needle was not faulty as it worked on another pen. It was not the first time the patient used this product. The product had been stored properly. The needle was changed after each injection. The device was not stored with the needle attached. Batch number of tresiba penfill was js68e98 and novopen echo has been requested. Action taken to tresiba penfill was reported as no change. Action taken to novopen echo was not reported. The outcome for the event "blood were raised significantly(blood glucose increased)" was recovered. The outcome for the event "plunger would not press on his novopen echo(device component malfunction)" was not reported. The outcome for the event "no insulin dispensed(device failure)" was not reported. The outcome for the event "air shot not done correctly as advised therefore unsure if patient received any insulin(wrong technique in product usage process)" was not reported. The outcome for the event "since using the new vial his bloods are back in range(product lot specific issue)" was not reported. Investigational results: name: novopen echo®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill (u100), batch number: js68e98. The products were parallel imported. Visual and functional examinations were performed. The returned used cartridge was tested for delivery with a novopen 4 and a novofine needle. During testing it was possible to deliver preparation. During examination of the product no irregularities were detected. The product was found to be normal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The batch documentation was reviewed and found normal. The batch has been packed for (B)(4). The batch documentation has been reviewed and found to be normal. A complaint sample has been analysed chemically. The result was within acceptable limits during examination of the product no irregularities were detected. The product was found to be normal references included: reference type: e2b authority number, reference ID#: (B)(4), reference notes: (B)(6). Manufacturer's comment: on 01-jun-2020: the suspected device (novopen echo) has not been returned to novo nordisk for evaluation. The tresiba penfill which was used with device has been investigated and found to be normal. It was reported that patient's mother hadn't paid attention when doing an air shot. The device malfunction leading to failure to deliver insulin could be related to product handling error. Evaluation summary: name: novopen echo®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.